Event description:
A clinical incident involving a reflex ultra 45 plasma wand with integrated cable was reported to arthrocare corporation. The reported incident involved coblation of the conchae nasales in which the tip of the device detached during the procedure. The fragment was too small to identify on x-ray and was reported as possibly left in surgical site. There was no reported patient injury or complications.

Manufacturer narrative:
The device was reported as returning for investigation. A follow up report will be provided after the investigation has been completed.